Manufacturer narrative:
The device in question was not returned to medline renewal for evaluation, therefore we were unable to confirm that the device was reprocessed. Although the device was not returned we performed a review of the device history record, and we reconfirmed that all processes were conducted as required, and that the device met inspection requirements prior to packaging and release. The root cause of the tip detachment could not be determined at this time. Per the device's instructions for use (IFU), if a rotating shaver or bur touches another surgical instrument during activation, then device integrity and effectiveness may be compromised. In the event that contact occurs, the user should inspect the tip before proceeding. Additionally, the IFU warns users that increased pressure or side loading of the blade during will not improve the performance of the instrument and that it can dull the blade or cause other damage. Although no patient harm was reported, medical intervention was required by the surgeon to retrieve the detached tip; therefore medline renewal is filing this medwatch report. (B)(4). Device not returned for evaluation.

Event description:
Medline renewal received a report indicating that the tip of the reprocessed stryker formula aggressive plus cutter, model 375-544-000, broke off in the patient's shoulder during use. The tip was retrieved by the surgeon, and did not result in patient harm. Another device was readily available to complete the procedure; therefore no additional medical intervention was reported as a result of the incident.